Event description:
Customer reported via phone call to have received a motor error alarm during basal. Customer's blood glucose was 397 mg/dl. During troubleshooting, it was found that insulin pump was directly exposed to cat scan. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was unable to prime and alarmed during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.